Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests could not be performed due to the unresponsive buttons. The insulin pump had a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 2.7 mmol/l, which the customer treated with a cupcake and sugar. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.